Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and the customer believed that the fill estimate was off by 40 units. The customer's blood glucose level was 73 mg/dl. The customer declined to reload the existing cartridge and will continue using the current cartridge for insulin therapy.